Event description:
It was reported that the patient had been hospitalized due to low blood glucose levels. The patient stated they were attempting to set up their omnipod 5 controller but couldn't get into her old controller and did not have a copy of their settings. She entered the settings into her controller on her own. She programmed them wrong because she did not have her settings and because of that she overdosed herself and required medical intervention. The patient did not provide specific bg levels or treatment provided at hospital. Attempts have been made for additional information on the event and name of the healthcare facility. If the information is received it will be submitted in a follow up report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.